Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 20 days post- lateral cesarean section, the patient¿s incision site was red and swollen and accompanied by jumping pain and it was supportive. The patient went to the hospital and they noted that the absorbable suture was not absorbed. They disinfected the incision site and took out the absorbable suture. After two hours any symptoms of discomfort were alleviated and the incision healed.